Event description:
It was reported that the patient experienced stimulation in the wrong location. It was noted that the patient experienced a burning sensation. It was noted that the patient¿s stimulator was implanted for migraines and that the probes were implanted in the lower neck. The reporter stated that one of the probes was in her back. It was noted that this had been happening since implant. It was noted that the patient had gone back to healthcare professional (hcp) for follow up and that nothing had changed since. It was noted that the patient was feeling more stimulation in their back than her head. It was noted that the stimulation was burning in her back and the patient was programmed at her second visit with the hcp but nothing had improved. It was noted that the patient felt like the probe was where it should not be. It was noted that the patient only had one program that she had found. Additional information received reported that the patient experienced a shocking or jolting sensation following implant at the lead and extension connection location. It was reported that the patient had a jolting in the back where the lead and extension connection was when stimulation was on. It was noted that the particular implanting health care professional (hcp) never uses boots. Additional information received reported that the patient met with the doctor and manufacturing representative on the day of report. It was noted that impedances were within normal range and that the patient was scheduled for a revision procedure on (B)(6) 2013. It was noted that doctor was planning to put boots over the extension and lead connection to resolve uncomfortable and burning sensation in the patient¿s back. Additional information received reported that the boots were placed successfully on the day or report. It was noted that nothing was explanted. It was noted that impedances were checked after boots were placed and every electrode was within range. It was noted that the manufacturing representative had a follow up appointment with the patient on (B)(6) 2013. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 3708240, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3986a45, lot # n311707, implanted: (B)(6) 2013, product type lead; product ID 3986a45, lot # n339810, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported that the outcome of the follow up was successful. It was noted that the patient was receiving effective therapy.